Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer's insulin pump had button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had diminished battery life, hairline crack on reservoir. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. However, device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked reservoir tube lip.